Event description:
It was reported via repair work order that power load trolley was not functioning correctly due to the eber hard latches not releasing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported..